Event description:
On (B) (6) 2010, the lay user/patient's relative contacted lifescan (lfs) (B) (4) alleging that the patient's one touch ping meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The reporter claimed that the alleged issue began approximately 1 month prior to contacting lfs. On an unspecified date/time, the reporter stated that the patient obtained blood glucose readings of "16.0 mmol/l" with the subject meter and "13 mmol/l" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of theses glucose results does not exceed the expected value of <=30% and/or <= 1.7 mmol/l. The patient's relative claimed that the patient took an increased dose of humalog insulin based on the result obtained with the subject meter and no more than 10 minutes later began to feel shaky. The reporter did not know if the patient tested his blood glucose at the onset of symptoms. The patient believes, the patient may have treated self either with glucose tablets or juice in response to the symptom. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.